Manufacturer narrative:
Result: auxiliary power cord plug missing the ground prong. Inner and outer siderail panels were cracked.

Event description:
It was reported by service report that the auxiliary power cord plug was missing the ground prong, and the inner and outer siderail panels were cracked on both sides, with no sharp edges exposed. No patient involvement or adverse consequences were reported.